Manufacturer narrative:
The reported event of premature battery depletion was confirmed. No high current drain sources were found throughout bench or stress testing. The device functionality was tested and no anomalies were detected. The battery was destructively analyzed which found an internal anomaly. This anomaly resulted in premature depletion of the battery.

Event description:
During an in clinic follow-up, the device was unable to be interrogated via inductive telemetry. Premature battery depletion was suspected to be the cause of the event. The device was explanted and replaced to resolve the event. The patient was in stable condition.